Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the sample analysis will be provided in a supplemental report.

Event description:
Covidien received the following customer report: "customer states that the cuff is full of air and inflates on it's own." The customer confirmed no pt involvement.